Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable that was removed and replaced as well as a loose connector on the secondary transformer that was tightened to specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had battery charger failure.